Manufacturer narrative:
H2, h3, h6. The reported device, used in treatment, was returned to the designated complaint station for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted dirty contacts in the connector. Functional evaluation revealed that there was flickering noise in the video output when the connector is moved. The complaint has been confirmed the instructions for use, provided with the device, contain the following warnings and precautionary measures related to proper use of the device, including but not limited to: the product must be cleaned and sterilized before every subsequent use; use only neutral ph cleaners to decontaminate the camera head. Non-neutral ph cleaners may cause residue buildup, which may cause interference in the video output. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported during setup for a knee arthroscopy the camera head had electric shorts on the screen making lines when plugged in, because of this there was a complete loss of visualization. There was backup device available and no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.